Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent migration occurred. The target lesion was an area of 90% stenosed, in-stent restenosis (isr) (unknown type and size of stent) in the proximal to mid right coronary artery (rca). The physician predilated the proximal rca portion of the isr with a 4.0x15mm quantum maverick balloon. A 4.0x8mm liberte' bare metal stent was selected and attempted to treat the area of residual stenosis in the ostium. The stent was deployed; however, the stent "slipped" into the aorta. The physician attempted to post dilate the stent at this location, but the stent migrated and became lodged in the brachial artery. Attempts to snare the stent was unsuccessful. The stent was pressed against the wall of the brachial artery with a 5.0x8mm quantum maverick balloon. There were no additional patient complications reported with the patient's current condition listed as "stable".